Event description:
Same case as MDR ID: 2134265-2015-01713. It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the moderately calcified and moderately tortuous vessel below the knee. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation, however, the balloon ruptured. The device was completely removed from the patient. This was exchanged with a 2mm x 20mm x 143cm coyote¿ es balloon catheter, however, the balloon also ruptured. Subsequently, the device was completely removed from the patient and the procedure was completed with a 3.0 x 20 sterling mr balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall over markerband. There was balloon material over the pinhole. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerband that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01713. It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the moderately calcified and moderately tortuous vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation, however, the balloon ruptured. The device was completely removed from the patient. This was exchanged with a 2mm x 20mm x 143cm coyote&#10245;s balloon catheter, however, the balloon also ruptured. Subsequently, the device was completely removed from the patient and the procedure was completed with a 3.0 x 20 sterling mr balloon catheter. No patient complications were reported and the patient's status was good.